Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/30/2015-product analysis: the device was returned and evaluated by product analysis on 06/13/2015 with the following findings: the complaint was unable to be investigated due to moisture in the pump and failure to power on. The keypad was found to be damaged. No keypad button contact contamination was observed. Moisture was observed on the pump¿s internal components. Leak testing revealed a keypad leak. Unrelated to the complaint, a battery compartment crack was observed. The battery cap top was worn and was unable to attach properly to the pump. A test cap was able to secure properly to the pump.